Manufacturer narrative:
The field service engineer (fse) found a damaged water tube and the water pressure was misadjusted. The fse replaced the damaged water tubing. The fse adjusted the main water pressure and the rinse levels. The customer ran calibration and qc that were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable results for 1 patient sample tested for gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. The initial glucose result was 32.1 mg/dl and was reported outside of the laboratory. The repeat result was 97 mg/dl. The sample was repeated on a different c (701) and the glucose results were 92 mg/dl, 92 mg/dl, and 93 mg/dl. The repeat results were deemed to be correct. There was no allegation of an adverse event. The glucose reagent lot number and expiration date were not provided.